Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. The customer did not complete the troubleshooting and chose to change settings to address the issue. There was no reported adverse effect to the customer's blood glucose level.